Event description:
Patient with implanted heartmate 3 patient was admitted due to the 5th gastrointestinal (gi) bleeding event post left ventricular assist device (lvad) requiring hospitalization and blood transfusions. Patient was initially admitted at an outside hospital as a result of a preference for conservative management given extensive past gi evaluations with symptomatic anemia in the setting of hemoglobin 6.6 and international normalized ratio (inr) 2.0. Inr was allowed to drift, and patient received a total of 7 units of transfused blood before being transferred to this facility where endoscopic evaluation included push enteroscopy without evidence of active or recent bleeding. Heparin to coumadin bridging was completed prior to discharge. Aspirin has not been in use.